Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation was confirmed. The lead failed the wire insertion test as blockage was encountered approximately 930 millimeters (mm) from the terminal end (15 millimeters (mm) from the tip). There was foreign material noted in the lumen, it cannot be pushed out either end. Analysis on prior leads has shown the foreign material was likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction.

Event description:
It was reported that when the physician was threading this left ventricular (lv) lead over the wire, a significant force was required close to the poles. Once the lead was inside the body, the lead would not advance over the wire. The lead has been used for some time but flushed well. The lead was never in service. No adverse patient effects reported.